Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed the bicarbonate buffer test and the sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the sensors. During the call she mentioned she had low blood glucose all of 50 mg/dl. She treated low with honey packets. Customer wasn't sure if she was low in the morning but its not uncommon for her to go high or low. No troubleshooting was performed for the low blood glucose. Customer stated she would pull the sensor out when she is home to see if its bent. Customer agreed to return the sensor for analysis.